Event description:
Patient presented to the physician with ongoing minimal right-sided facial movement, lisp, lip dropping, and facial pain. Physician brought the patient into the or and explanted the entire inspire system.